Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer's blood glucose level went up to 463 mg/dl. The customer's caregiver will treat his blood glucose level if it does not come down. The device was not returned.